Event description:
Customer's mother reported via phone call that insulin pump had physical damage. It was reported that customer's diabetes alert dog chewed on insulin pump. Customer's blood glucose was 128 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump received with no up and down button response due to flattened button dome switch. Pump received with dog chew marks on keypad overlay on up and down button area including case end cap on front side and backside and near battery tube threads and reservoir tube lip. Pump had missing end cap sticker.